Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software. The customer reported that the pump changed the rate from 340 to 420 in the middle of a patient's infusion during the saline flush. The pump received its most recent preventative maintenance august 2022. There was no delay in therapy and no adverse event as a result of this reported complaint.

Manufacturer narrative:
Additional information can be found in section b5.

Event description:
The following additional information was received from the customer on 03-may-2023: the volume infused was between 30-40 ml. The reporter further stated that the prescribed pump was set at a rate of 540, vtbi (volume to be infused) 50ml, duration 5 min. The volume in the bag was 50ml upon the start of the infusion and the fluid/medication left in the container was 10-20 ml when the issue was noted. The pump set up was for a saline flush, only on line a. There were no alarms or malfunctions and there did not appear to be any difficulty in programming or initiating the infusion.

Manufacturer narrative:
The pump was investigated and was found in good general condition. The device completed performance verification testing without issue. It was determined (as a result of reviewing the device logs) that the pump correctly detected the changes in volume and keypresses and it changed the duration (but not rate) in accordance with the volume as expected. The customer¿s complaint could not be confirmed and no probable cause could be determined. Date returned to mfg: 16may2023.